Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of vancomycin at a rate of 167 ml/hr. Fluid was reported to be room temperature but on the cold side, and microbubbles were observed in the tubing. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.